Event description:
The customer reported clear fluid leaked from the right side of the instrument involving access 2 immunoassay system. The customer had on personal protective equipment (ppe) and followed the laboratory's protocol for cleaning up biohazardous material. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the wash buffer supply line pinched and cut behind the power supply sled. The fse replaced the tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).